Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer at auxiliary 6.1 had failed and did not open. A field service engineer (fse) found the retractor band and its connection to the t-board were damaged. The fse replaced both the module controller board and the retractor band to resolve the issue. A final test was successfully completed in hardware test application. The system functioned as intended after the field service engineer repaired the device.